Event description:
(B)(4) same case as: 2134265-2010-03515. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The left anterior descending artery (lad) was treated with a 2.5mm taxus stent in the proximal vessel and a 2.25x28mm taxus atom stent in the distal vessel. In (B)(6) 2010, the patient experienced in-stent restenosis. The target lesion was located in the mid left anterior descending. The lesion was 90% stenosed, 2.25mm in diameter and 28mm long. The restenosis was treated with predilation and placement of a 2.5x28mm taxus liberte stent. Post-dilation was performed. Residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel. The next day the patient experienced a groin hematoma. No treatment was taken and the event resolved. Per the investigator, the hematoma is unrelated to the study device.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)